Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and blank display from the insulin pump. The customer's blood glucose reading was 480 mg/dl. The customer treated with a bolus. The customer stated that he had power issues with his pump. The customer stated that he went through 3 batteries just to get the pump to turn on. The customer stated that he had a blank screen by the third battery and the pump finally came on, however it was dim. The customer stated that the numbers were not ramping on their own. The customer was advised to reinsert the reservoir and run manual prime. The customer stated that insulin did exit. The customer was assisted in performing the hp test. The customer stated that the test passed.